Event description:
A malfunction was reported on the pump, with no notable events occurring prior and the malfunction code displayed being malf 12, but the fault ID was unavailable. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, who was out of warranty, requested a loaner pump and was informed by technical support that they would receive a pump with updated software. The customer was advised on the necessary steps upon receiving the loaner pump and completed the required loaner pump agreement form, after which the loaner pump was sent to them.